Manufacturer narrative:
Death is labeled in the IFU. Endoleaks are labeled in the IFU. No product or images were provided to assist in this investigation. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements, and that the device meets the needs of the user. In addition the IFU's for the zenith line of products lists several key points that could eliminate this failure mode from occurring; anatomical criteria, pt sizing, proper amount of overlap between components, pt follow-up guidelines, etc. Specifically, the IFU states the device is intended for patients with adequate iliac/femoral access compatible with the required introduction systems. The pt's access vessel diameter was narrow (6mm). Without imaging or add'l info, we are unable to comment on the patient's suitability for evar or possible contributing factors of the reported endoleak of unk origin. Per cook incorporated clinical eval, iatrogenic rupture of the iliac while using another MFR's molding balloon. The pt was unable to tolerate subsequent complications and expired. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assesment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
A (B)(6) pt underwent aaa repair on (B)(6) 2010. The pt's access route vessel diameter was 6mm. (Partially narrowed). The physician did angiography and recognized the endoleak at the ipsilateral side. Also the physician performed blow up angiography and recognized the endoleak. Once the physician did another ballooning at the same position, the pt's blood pressure went down. (The reason was unk at that moment). There was no beat at the pt's aneurysm, so the physician tried to find the reason. The pt's blood pressure did not recover, so the physician used the coda balloon and occluded the artery and did angiography from the sheath, and confirmed that the pt's contralateral side was ruptured. The physician started blood transfusion, but the pt was in cardiac asystole condition. The physician placed an iliac leg graft at the contralateral, but the pt's blood pressure was not stable. So the physician continued with blood transfusion, did cardiac massage and countershock. The pt was kept under observation in ICU. Add'l info on night of (B)(6) 2010. The pt died. Add'l info on 11/15/2010. The pt died during procedure due to hemorrhagic shock, not in ICU.